Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm or displayable history crc check failed on startup alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had received motor position encoder error and motor error alarm. Customer¿s blood glucose was unknown. Customer also reported that the drive support cap was flush. Troubleshooting was performed. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.